Manufacturer narrative:
Lot numbers were provided for the two malfunctions, and lot history reviews will be preformed. Both samples have been returned for evaluation, and photos have been provided for one of the malfunctions. The company is still investigating the issue at this time. The devices are labeled for single use. (B)(4).

Event description:
This report summarizes two malfunctions. A review of the reported malfunctions indicated that model 5f060401c, vascular stent, allegedly experienced break, fracture, removal difficulty, and misfire. These reports were received from various sources. Two patients were involved with no consequences. One patient was reported as male. Neither patient's age or weight was provided.

Manufacturer narrative:
H10: lot numbers were provided for the two malfunctions, and lot history reviews were preformed. Both samples have been returned for evaluation, and photos have been provided for one of the malfunctions. Fracture, break, misfire, removal difficulty, and material deformation were confirmed for the two devices. The definitive root cause for the reported events are unknown. The devices are labeled for single use. H10: g4; h6 (device code: 1069 break, 2976 material deformation). H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported malfunctions indicated that model 5f060401c, vascular stent, allegedly experienced break, fracture, removal difficulty, and misfire. These reports were received from various sources. Two patients were involved with no consequences. One patient was reported as male. Neither patients' age or weight was provided.